Event description:
The customer reported that the v60 is displaying the alarm led failed. There was no patient involvement. The remote service engineer advised the customer to replace the power switch overlay. The customer replaced the power switch overlay, and the issue was resolved. Parts were not received for evaluation. Previous investigations have shown excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant, causing the reported power switch overlay failure.